Event description:
A nurse reported the luer lok adapter and cannula disconnected and entered into the pt's eye while using the product during surgery. There was no pt harm associated with this event.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identified traceable to mfg documentation. The user facility was contacted and a review of the directions for use (dfu) regarding cannula attachment was conducted with the reporter (nurse manager) via phone. The reporter stated she will train her charge nurse and staff on the dfu for this device. Add'l info was requested and received. This report was mailed to FDA on: 5/29/2008.